Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation. This report is to follow up on medwatch report # mw5146849.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint created based off medwatch. Report # mw5146849. During a laparoscopic cholecystectomy clip applier failed to fire multiple times. Unknown if available for return patient status: no clinical signs, symptoms or conditions. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint created based off medwatch. Report # mw5146849. During a laparoscopic cholecystectomy clip applier failed to fire multiple times. Product not available for return. Patient status: no clinical signs, symptoms or conditions. Intervention: ni.